Event description:
This report is being submitted as a cancellation report. Based on limited initial information, the event was assessed cautiously as reportable based on the FDA reporting precedence for "stent kinked/bent". Following device evaluation it has been confirmed that this malfunction has not occurred. No adverse effects to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. The device has been evaluated and no defect was observed- this device was not used on a patient. A kink was confirmed upon opening the packaging of the device, so it was replaced with another zebd-7-7 (lot: unknown) and the procedure was completed successfully.

Manufacturer narrative:
This report is being submitted as a cancellation report. Based on limited initial information, the event was assessed cautiously as reportable based on the FDA reporting precedence for "stent kinked/bent". Following device evaluation it has been confirmed that a device malfunction has not occurred. No adverse effects to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. The device has been evaluated and no defect was observed this device was not used on a patient.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of stent kinked/bent. A kink was confirmed upon opening the packaging of the device, so it was replaced with another zebd-7-7 (lot unknown) and the procedure was completed successfully.